Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator the pt was admitted with increased ldh and pump powers. The pump powers remained consistently elevated despite high does heparin. The log showed multiple pi events recorded.

Manufacturer narrative:
The pt's weight was not provided. The pt remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.